Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the graphic user interface (gui) communications keyboard, which resolved the customer reported problem. The ventilator passed performance verification testing (pvt).

Event description:
Covidien received information of the ventilator's keypad was stuck. The malfunction did not occur during patient use.